Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the battery compartment found on march 9, 2021. The pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, missing serial number label, cracked select button keypad overlay, stained keypad overlay, end cap address label peeling, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails), battery tube threads, and missing the retainer are confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.